Event description:
It was reported that the ilet¿s screen bezel separated from the device, with the display component affected, and the screen remained usable; the event was attributed to a device issue involving loss or failure to bond, and the device will be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s representative and analysis of information provided by a third party. Investigation of this case revealed evidence consistent with a stress-related problem affecting the display and associated with a bonding failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.